Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: 169 mg/dl, 424 mg/dl, 380 mg/dl, 180 mg/dl and 332 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.